Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual evaluation identified the following: the head and neck were returned assembled. The spherical surface of the head was free of damage. The flat surface around the taper hole exhibited dings and gouges. The stem had witness marks on the taper surface that mates with the stem. Dark foreign debris was present at the head-neck junction. No other damages were noted. Evaluation of the returned products does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown concomitant medical products: item number: 00-7848-012-00, item name:kinectiv modular neck e, lot #: 61996994, item number: 00630500036, item name: neutral poly liner 36mm set, lot #: 61987655, item number: 00-7713-007-00, item name: mod ml taper fem st 7.5, lot #: 62066963, item number: 00-6200-052-22, item name: f/m acet shell 52mmod cluster, lot #: 61938323. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00566. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address elevated cobalt and chromium in the blood. Intra-operatively, corrosion of the right hip neck/head junction and metallosis were identified. The femoral head, neck, and liner were replaced. No further information has been made available at this time.